Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that her blood glucose was in the 400 mg/dl range. The patient changed her set and treated via insulin pump bolus. The patient mentioned that she inserted into her buttocks, and she was advised that if the set were inserted in muscle then insulin absorption may become slower. The insulin pump was not returned for analysis.